Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 20 of the bd venflon¿ pro safety catheter tip was damaged. The following information was provided by the initial reporter: received information from our field team that the customer complained about blunt flat canula tip of vps 22g.

Manufacturer narrative:
E1: enter address information: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd venflon¿ pro safety catheter tip was damaged. The following information was provided by the initial reporter: received information from our field team that the customer complained about blunt flat canula tip of vps 22g.